Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the occluder did not function as expected. The user manually clamped the lines for the duration of the procedure. The device was returned for investigation. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.